Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 17-aug-2023. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a broken tip issue occurred. It was reported that the physician noticed that the spline of the catheter is physically damaged. The biosense webster inc. (Bwi) representative stated that before inserting the catheter into the body, it was noticed that there is a crack in the spline before the electrodes. The bwi representative reported that the spline is very "flimsy." The catheter damage was isolated to the interior shaft immediately proximal to the electrodes. No wires or sharp components were exposed. The physician noticed the defect immediately upon opening the product. It was not inserted through a sheath, manipulated, nor introduced to the patient¿s body. The catheter was replaced, and the issue resolved, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed a bent mark in the tip area of the device with no wires exposed. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action was found during the review. Since a bent mark was observed, this failure could be related to the issue reported; therefore, the customer complaint was confirmed. The root cause of this damage could be related to the manipulation of the device before the procedure or after the device leaving the facilities; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Additional information was received on 17-aug-2023 which clarified that the correct lot number for this complaint is (B)(6). Therefore, the d4. Lot, d4. Expiration date and h4. Device manufacture date have been updated.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30967003m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a broken tip issue occurred. It was reported that the physician noticed that the spline of the catheter is physically damaged. The biosense webster inc. (Bwi) representative stated that before inserting the catheter into the body, it was noticed that there is a crack in the spline before the electrodes. The bwi representative reported that the spline is very "flimsy." The catheter damage was isolated to the interior shaft immediately proximal to the electrodes. No wires or sharp components were exposed. The physician noticed the defect immediately upon opening the product. It was not inserted through a sheath, manipulated, nor introduced to the patient¿s body. The catheter was replaced, and the issue resolved and the procedure continued. No adverse patient consequence was reported. This event was assessed as an out-of-box failure, broken tip issue and is MDR reportable to the us FDA.